Manufacturer narrative:
Concomitant medical products: product ID: a7700-23, product type: mechanical valve, implanted: (B)(6) 1995. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) exhibited a telemetry issue. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.